Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote es balloon catheter. There was blood in the guide wire and inflation lumens. There was a pinhole 8mm from the markerband. The distal tip was damaged. Microscopic examination revealed the shaft was buckled at the distal end of the balloon. The guide wire used in the clinical event was not returned for analysis so a . 014¿ kinetix plus guide wire was used for functional testing. An attempt was made to advance the guide wire; however, due to the shaft damage the guide wire could not be advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The patient present with critical limb ischemia (cli). The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely tortuous and severely calcified anterior tibial artery. After a guide wire was unable to cross the lesion via anterior, distal puncture was utilized to the lesion. A 1.5mmx20mmx142cm coyote es balloon catheter was then inserted via the puncture site with a non-bsc guide wire for pre-dilatation. However, the devices were stuck together while approaching to the lesion. Both devices were removed from the patient as one unit and the procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient&#38112;status was good.